Event description:
A customer contacted baxter's technical service center to report having a system error 2240 and system error 2367 alarm with the homechoice (hc) machine during dwell 2 of 3. The technical service representative (tsr) explained the alarm and advised the home patient (hp) to cycle power twice to clear the alarm. The tsr advised the hp to start over with new supplies. The hp wanted to finish manually. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the peritoneal dialysis (pd) nurse regarding the reported event. The nurse stated the hp did contact her the following day to notify her of the alarm. Per the nurse, the hp did not know what may have caused the alarm to occur. The nurse explained that the hp was able to continue therapy with new supplies without any issues. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: product surveillance contacted the home patient (hp) regarding the reported event. The hp could not recall the incident and could not provide any additional information. The hp stated that their therapy was going well. There was no patient injury or medical intervention reported. This report for a system error 2240 (air in set) was not confirmed, as the sample was not returned. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.